Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during segmental resection of lung and thoracoscopy, on the second firing for resection between segments during right lower lobe, when the reload jaws were opening, a metal piece rolled around the cutline to the surgical field. It was collected with forceps. It was confirmed by x-ray that no metal fragment was remained in the body. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge revealed that the reload was fully fired. Engineering found no issues with the reload. Functionally, the reload was loaded into a post market vigilance instrument. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.